Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient showed as discharged on station and system but was still admitted. A technical support specialist dialed into the server, investigated the patient was discharged in error by user error, reversed the erroneous discharge, confirmed everything was in order, and explained the situation to customer to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, patient showed as discharged on station and system but was still admitted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.